Event description:
Customer reported they could not access the system, the password feature was turned on. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and informed the customer how to turn off password feature. System operates as intended.